Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
While at the bench for a different issue, the bench technician observed the therapy capacitor was making a crackling noise and was giving low joules. There was no reported patient involvement.